Manufacturer narrative:
Continuation of d10: product ID a810 lot# serial# unknown, product type software medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On 2026-feb-13, additional information was received from the manufacturer representative (rep). The software version of the clinician programmer was requested. The rep stated they already provided this. The patient clarified that on january 30, the healthcare professional (hcp) refilled the pump reservoir and [stated] yes, it was empty. The cause of the empty reservoir alarm was requested. The rep stated, "pump not updated after programming change made." The rep was unable to provide a copy of the logs.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient who was receiving fentanyl (95 mcg/ml at 35.993 mcg/day) via an implantable pump for spinal pain indications. It was reported that the patient presented to their hcp on (B)(6) with their pump alarming and indicating that the pump was empty. The patient was seen by their hcp two weeks prior where they did a 20% decrease, and the refill pump before date was showing (B)(6). The rep followed up with the hcp to get pump logs and most recent reports to determine whether the pump was actually empty. The pump logs showed that the pump was updated at a pump refill on (B)(6) 2025, again on (B)(6) 2025(dose adjustment), and again on (B)(6) 2026(dose adjustment.) The hcp interrogated the pump and thought they had updated the pump with a dose adjustment on 12/11/25, but the pump logs did not show programming steps to reflect an update on that date. Based on pump flow rates, the empty reservoir alarm occurring on (B)(6) was accurate. The rep mentioned that there were no reports in the tablet from 11/20/25 or 12/11/25.

Manufacturer narrative:
D10. Section d information references the main component of the system. Other relevant components are: product ID: a810, product type: software, software version: unknown medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID a810 lot# serial# unknown implanted: explanted: product type software, software version: 2.0 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Software version was determined.